Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that that the device had a cut cord and was missing a nose pin which prevented the attachment from securing. The device also failed pre-tests for loctite and cable assessment. The issue with the missing nose pin was consistent with normal wear. The cut in the cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Concomitant medical products: navio robotic system device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during multiple unspecified surgical procedures, it was observed that the motor device got extremely hot and made very loud noises during use. According to the reporter, there was no error on navio robotic system device that was triggered while in use with the motor device. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.